Event description:
It was reported that after a knee procedure using a quantum 2 controller, the operating room staff noticed a potential burn on the skin near the pt's knee. No further details were provided regarding the severity or any treatment administered; however, no add'l pt complications have been reported as a result of this event.